Manufacturer narrative:
This report is submitted march 14, 2019.

Event description:
Per the clinic, the patient underwent surgery in (B)(6) 2019 (exact date not confirmed) to explant the device and was reimplanted with a new device during the same surgery.